Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their controller and was stuck. Patient mentioned they reset the controller twice and the controller doesn't work. During the call, agent walked patient through resetting their controller; patient confirmed controller did not power on when plugged into outlet. Agent asked patient to check the ac power supply box if there is a green light and patient did not see a green light. Agent instructed patient to try other outlets; patient noted no green light on ac power supply box after trying multiple outlets.